Event description:
It was reported through literature that asahi conquest pro 8-20 guide wire was involved with vessel perforation and additional treatment. Publication: medical journal of indonesia, 2024;33:55-60 title: double set up technique as a bailout of diagonal branch coronary perforation: a case report. [Excerpts] it was reported that an unspecified floppy guide wire was used by the antegrade approach during percutaneous coronary intervention for a chronic total occlusion (cto) lesion of the left coronary artery (lca) of a 55-year-old male smoker and hypertension patient with chronic chest pain. Then, a stiff-type asahi conquest pro 8-20 guide wire was used to successfully cross the cto. An unspecified balloon was dilated at the proximal cap of the cto, and the subject conquest pro 8-20 was advanced in the lad. As the conquest pro 8-20 guide wire wandered into the first diagonal branch (d1), a runthrough ns hypercoat (terumo) guide wire was entered into the d1 to successfully remove the conquest pro 8-20 guide wire by the parallel-wire technique. Angiogram revealed extravasation indicating perforation in the distal d1; therefore, a vasopressor was administered. Due to lack of coil device for embolization, tips of floppy wires were cut into pieces and delivered to d1 with an asahi fielder xt guide wire. However, pericardial effusion was observed by echocardiography. As pericardiocentesis was performed without success, thoracotomy was performed for drainage, while extravasation persisted at the wire insertion site. Due to lack of a large cover stent, a 2.5mm x 15mm boston emerge (boston scientific), an unspecified floppy guide wire, and a different unspecified guide wire were used to create a cylindrical balloon. The cylindrical balloon was used to mount a 3.5mm x 20mm cre8 drug eluting stent (carbostent & implantable devices/alvimedica) to create a "stent sandwich", which was delivered to the ostial left main up to the proximal left circumflex branch (lcx). Then, the lad was confirmed to have been sealed successfully. Coronary artery bypass graft (CABG) was considered but not performed due to refusal of the patient. Angiography 2 days later confirmed no perforation. As the patient conditions became stable, he was discharged with double antiplatelet therapy. It was informed that the patient was asymptomatic and fine at the 6th-month follow up.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. While a substantially equivalent product of the reported guide wire is currently marketed in the us under the brand name astato xs 20, the device is marketed some areas outside the us under the brand name conquest pro 8-20. Device evaluation could not be performed because the affected device was discarded and not returned from the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the literature information, results of lot history records review, and referring to known similar events, it was presumed that the subject conquest pro 8-20 guide wire might have been advanced farther in the lad without sufficiently confirming the tip location, causing the perforation. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] ~ damage to a vessel, including possible vessel perforation.